Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was unable to be confirmed and duplicated. There is delamination which is known to occur from fluid ingress causing the touch screen to become unresponsive. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire file identification:(B)(4) . Any additional information received from the customer will be included in a follow-up report . The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the touchscreen is non-responsive. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.